Event description:
The customer reported the fluoroscopic image was whiting out during digital cinema runs. This issue is likely to prevent the fluoroscopic image from being able to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine system was evaluated and replaced. The system was tested and found to be working as intended and returned to service.